Manufacturer narrative:
The device has not been received, and the particle was discarded. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The investigation is ongoing.

Event description:
The user facility in switzerland reported the surgeon noticed a small, white or transparent foreign body in the eye. The foreign body was removed and discarded.

Manufacturer narrative:
The product was not returned so we are unable to investigate further for root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.